Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer states the screen freezes and also, there is the appearance of the patient monitoring values "magnifying" in size. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. In addition, during internal inspection the flex cable was found to be pinched between front and back cover of device. No damage to flex conductors observed at pinch point. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.